Event description:
The account alleges that during the ablation phase of a procedure, the patient developed atrial tachycardia and hypotension. An echocardiogram was performed and found the myocardial tissue had been perforated and pericardial effusion. The perforation was sealed and the procedure continued. Another effusion developed and the procedure discontinued. Only the left pulmonary veins were isolated during the procedure. The patient has not suffered consequences due to this incident.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.